Event description:
A pt reported experiencing erratic results with a surestep enhanced meter. The pt's blood glucose results were 189mg/dl (right arm), 290 mg/dl (left arm) tests were done within 5 mins with a difference of 37%. Pt did not experience any adverse events. No further info has been reproted. Note - customer cleaning the meter incorrecly using alcohol.